Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) was admitted to the hospital, due to spell episode. Health care professional (hcp) informed the patient advocate that device may not be working as intended as it was found out that shock therapy should have been provided to the patient. Several months ago, a similar issue happened but this was refuted as the device was checked in the clinic and everything was found to be working perfectly. For current episode, no further information was received. This ICD device still remains in service. No adverse patient effects were reported.